Event description:
It was reported that in-stent restenosis occurred. In (B)(6) 2021, the target lesion located in the left anterior descending artery (lad) was treated using a 2.50 x 20mm synergy drug eluting stent. In (B)(6) 2022, the lad was noted to be 95% to 99% restenosed. The lad was treated using plain-old balloon angioplasty (poba). In (B)(6) 2026, coronary angiography revealed 90% in-stent restenosis of the lad. The lad was treated using two agent drug coated balloons successfully. Post residual stenosis was 5% with timi flow of 3.